Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had migrated in the pocket and pulled on the right ventricular (rv) lead thus causing the system to exhibit a high out of range pacing impedance measurement of greater than 2500 ohms. Loss of capture was also observed on the rv channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.